Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter. During the procedure, when the velocity delivery microcatheter was taken from the sterile wrapping, it was noted that there was a sharp bent at the shaft of the catheter. The physician used another velocity delivery microcatheter and no further issue was observed.

Manufacturer narrative:
The vel160str microcatheter is kinked approximately 2.5 cm from the hub. There are also other kinks along the shaft approximately 30.0 cm, 34.0 cm, 87.0 cm, 90.0 cm, and 95.0 cm from the hub. The device was returned for analysis and has been evaluated. The complaint indicates that the vel160str microcatheter was removed from the sterile pouch and a sharp kink in the shaft was found. Evaluation of the returned device confirmed a sharp kink distal of the hub approximately 2.5 cm. This kink is likely to have occurred due to improper handling of the product while removing it from the packaging. The vel160str microcatheter also had multiple kinks in the shaft approximately 30.0 cm, 34.0 cm, 87.0 cm, 90.0 cm, and 95.0 cm from the hub. These kinks were likely caused during preparation of the product for return and are not described in the complaint. The catheters are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.